Event description:
Customer reports that a mesh product was placed in 2007 for an unspecified hernia repair. The patient developed an unspecified "reaction." The patient was returned to surgery for device explant. Customer reports the mesh was "in a million pieces" at the time of explant.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.